Event description:
Retroperitoneal access and conduit were used. The contralateral pull wire caught on the hooks of the superior attachment system upon jacket retraction. Resolved with a guide catheter. Jacket retraction was difficult but was resolved. Unable to advance contra wire.